Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2016 with blood glucose of 400's low 500's mg/dl. The customer states that she miscalculated how much insulin she had left and ran out and thought she could make it to the next day and couldn't and got sick. The customer states was in hospital overnight and was treated with intravenous fluids and insulin and was released the next day. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.